Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips to report that "device is not working properly". No specific information related to how the device was behaving was provided by the customer at this time. The involved patient died. Philips has requested additional information related to this event.

Event description:
It was reported to philips that a patient was defibrillated, but the patient did not have a reaction as expected; the "patient did not have violent body jump just like the television showed" so the customer believed the device had a problem. Although the customer initially reported that the involved patient died, they provided update information on (B)(6) 2016 stating that the patient did not die. There was no adverse patient impact.